Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer stated that she was hospitalized due to issues with the communication between her pdm and pods. She received sodium checkups, magnesium, chloride checkups, kidney scans, was pricked every hour and blood was taken very 4 hours. No specific diagnosis was reported. The patient was provided with a back up meter to monitor her blood glucose.